Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge despite troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.